Manufacturer narrative:
(B)(4). The customer reported that a split order (due to dose being changed) results in the next scheduled intervention having the old dose, not the new dose. No pt harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a split order (due to dose being changed) results in the next scheduled intervention having the old dose, not the new dose. No pt harm was reported.